Event description:
It was reported the charger and programmer could no longer communicate with the ipg. The patient could not remember the last time she recharged the ipg. As a result, the ipg was explanted and replaced. The replacement ipg resolved the pt's issue. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.